Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that there was a centrifuge speed error massage on the instrument, and then blood leaked from the top of the bowl. The wash kit was replaced to complete the procedure. There was no additional adverse patient effect associated with this event. Medtronic received additional information that there was no damage noted in the instrument or disposable. The customer stated that blood leaked from the bowl during the first cycle. The customer stated that there was no issue once the wash kit was replaced with a new wash kit. The customer stated that there was no data for patient blood loss. There was no complaint allegation against the autolog instrument. The customer stated that there was no data on whether the patient required a transfusion because of the blood loss from the leak. No data was available on the fluid level of the reservoir, holding, saline, and waste bag at the time of the issue. The centrifuge speed error message was resolved after the wash kit was replaced.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.